Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result occurred while using the vitros eciq analyzer. The investigation confirmed that the sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. An ocd field engineer performed "as needed" maintenance to the well wash and reagent metering subsystems. Performance tests verified that the instrument was operating as expected. A definitive root cause of this event could not be determined, however, an instrument related issue and/or pre-analytical sample processing cannot be ruled out.

Event description:
A customer obtained a non-reproducible, higher than expected vitros trop I es result on one patient sample while using the vitros eciq immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original result was not reported to the clinician. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).